Manufacturer narrative:
DHR review: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12aug2019. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. Manufacturer's investigation conclusion: a direct correlation between the reported events (driveline infection, renal dysfunction, right heart failure, bleeding, hypertension, anemia, pi events) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The reported events could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists infection, renal dysfunction, right heart failure, bleeding, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including the recommended inr values. Care instructions in regard to preventing infection are provided in various sections of this IFU, as well as the hm3 lvas patient handbook. Additionally, the IFU provides an explanation of all pump parameters, including pulsatility index. The IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pump exchange was reported under manufacturer report number 2916596-2019-04530. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient presented with 5 days of worsening acute on chronic pain and drainage from the driveline site. The patient had progressive abdominal distention leading up to admission. Blood cultures drawn and the patient was started on vancomycin and zosyn. Blood cultures were positive for e. Faecalis. Blood culture (bcx) on (B)(6) 2020 and (B)(6) 2020 were negative to date. Driveline culture grew e. Faecalis and patient underwent driveline debridement on (B)(6) 2020. Plan for prolonged antibiotic course with 6 weeks ampicillin. On (B)(6) 2020, patient continues to struggle with dizziness, presyncope and shortness of breath despite recent pump exchange. Held valsartan due to acute kidney injury (aki) and reports of dizziness. Patient was temporarily placed on midodrine, however was discontinued on discharge due to elevated mean arterial pressure (maps) and pump speed decreased as well to 6000 rpm given frequent pi events. Patient was hemodynamically stable, however given dizziness patient was transfused 1 unit packed red blood cells (prbc) on (B)(6) 2020. On (B)(6) 2020, patient was started on dopamine for worsening aki and given hemodynamics subsequently diuresed with lasix infusion. On (B)(6) 2020 the patient had a right heart catheterization (rhc) with right atrium (ra) 22 mmhg, pulmonary artery(pa) 58/38(43) mmhg, pulmonary capillary wedge (pcw) 30 mmhg, ci 3.2, co 7.4. The patient was initiated on dopamine at 5 mcg/kg/min for worsening aki and given hemodynamics. Patient was subsequently diuresed with IV lasix. On (B)(6) 2020, event was complicated by incisional site bleeding overnight requiring silver nitrate, cautery, suturing and combat dressing. Hemoglobin (hgb) was 9.6-7.6 g/dl). Patient was given 2 units packed red blood cells (prbc) and 1 unit fresh frozen plasma (ffp) on (B)(6) 2020. Dopamine was stopped on (B)(6) 2020. Follow-up rhc on (B)(6) 2020 demonstrated euvolemia. By (B)(6) 2020 the patient's hemoglobin and hematocrit improved from 17.5 g/dl and 24.7% to 11 g/dl and 34.%.